Event description:
A distributor in (B)(6) reported that the tubing on some rt021 catheter mounts was damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: sixteen rt021 catheter mounts were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Of the sixteen, ten were from lot 140304 (date of manufacture 04 march 2014), three were from lot 140210 (date of manufacture 10 february 2014), one was from lot 140327 (27 march 2014) and no lot information was provided for two catheter mounts. Three were returned in unsealed bags while thirteen were returned in sealed bags. Results: visual inspection revealed that the tubing cuff on all sixteen rt021 catheter mounts was split. Eight of the catheter mounts had multiple splits. The tubing cuff was split at the connector end on eleven units and at the swivel end on five units. The swivel was disconnected on two catheter mounts and the connector was disconnected on another one. Conclusion: we are unable to determine what may have caused the damage observed on the returned devices. All rt021 catheter mounts are pressure tested and visually inspected prior to being released for distribution. Any catheter mount with damaged tubing would have failed the pressure test. This suggests that the returned devices were damaged after they were released for distribution. The user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient."

Event description:
A distributor in (B)(6) reported that the tubing on some rt021 catheter mounts was damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.